Manufacturer narrative:
H3: 2 opened samples were returned to manufacturer. Due to inability to determine which device is for this report, analysis of both is being reported. Analysis found that based on the reported event, it is likely that any damage to the tube occurred during intubation or sometime thereafter. A syringe was used to inflate the cuffs with 15cc of air, and it leaked out immediately on both. Under magnification, it was determined there was a 0.04" puncture in the cuff on the proximal side of one cuff and a 0.15" puncture with abrasions in the approximate center of the other cuff. There were scrapes on the electrode contacts of both tubes, which are just proximal to the cuff. The product instructions require manufacturing to perform cuff inflation and leak test during production. The extent of the observed damage would have likely been detected if present during production. H6: fdc d14; fdr c20; fdm b17 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring endotracheal tube failed to inflate at the cuff during the thyroid surgery procedure. There was a few minutes delay and procedure was completed with a back up device. There was no patient impact. On follow up it was reported that the first tube was used and patient was intubated when they found out the cuff does not inflate.